Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver insulin/medication and was unable or difficult to prime during use. The following information was provided by the initial reporter: material no. 320122, batch no. 8045592. Verbatim: issue(s): found pen needles to not allow insulin to flow out. Consumer returned the pen needles to this pharmacy and pharmacist found the non patient ends to be bent. Pharmacy did not provide a replacement just a few in sample pack. Pharmacist feels the consumer bent the needles when placed on the pen. Lot #: 8045592. Item #: 320122. Exp date is unknown and not listed on the box . Date of event: unknown.

Manufacturer narrative:
H.6. Investigation summary: customer returned (65) used 32g x 4mm bd pen needles from lot 8045592. Consumer reported found pen needles to not allow insulin to flow out. Consumer returned the pen needles to this pharmacy this weekend and pharmacist found the non-patient ends to be bent. All 65 returned pen needles were examined and the following was observed: 56 with bent non-patient end (npe) cannulas. Six with broken npe cannulas. Three with straight npe cannulas. No evidence of manufacturing defects were observed on the 65 returned pen needles. The three samples with straight npe cannulas were tested for flow using a test pen injector: all three pen needles were able to expel properly. The bent or broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 65 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula, broken npe cannula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver insulin/medication and was unable or difficult to prime during use. The following information was provided by the initial reporter: material no. 320122 batch no. 8045592. Verbatim: issue(s): found pen needles to not allow insulin to flow out. Consumer returned the pen needles to this pharmacy and pharmacist found the non patient ends to be bent. Pharmacy did not provide a replacement just a few in sample pack. Pharmacist feels the consumer bent the needles when placed on the pen. Lot #: 8045592, item #: 320122, exp date is unknown and not listed on the box. Date of event: unknown.